Event description:
I had symptoms of breast implant illness 2 years after receiving my silicone implants. Joint paint, dry eyes, anxiety, increased inflammation markers in my blood tests made me think I had fibromyalgia. This went on for years then finally had them removed. I still suffer 1 year later from these same symptoms. I have been tested for endocrine and arthritic diseases and tests always come back negative. I have muscle weakness and cramping and long term costochondritis. Bii(bii (breast implant illness)) is real. Yet the medical profession denies its existence. I say follow the money here. Manufacturers selling silicone implants make a lot of money selling these horrendous implant devices to doctors. The effect silicone implants has had on my health should be made criminal. How does this get ignored by FDA? Reference report: mw5116807.